Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to device pocket wound dehiscence. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.